Manufacturer narrative:
Concomitant medical products: evolutpro-29-us valve, implanted (B)(6) 2018, a2dr01 ipg, implanted (B)(6) 2018, 310c27 valve, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the right atrial (ra) lead exhibited under-sensing. It was also reported that the right ventricular (rv) lead exhibited under-sensing and possible intermittent loss of capture. The ra lead and rv lead remain in use. No further patient complications have been reported as a result of this event.